Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a lantern delivery microcatheter (lantern). During the procedure, the physician felt resistance and was unable to advance the lantern through a tortuous section of the patient¿s pulmonary vein and, consequently, the lantern became kinked. Therefore, the physician removed the lantern, and the procedure was completed using a new non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.